Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the needle fell out of the cannula and could not be retracted. There was no report of patient impact. The following information was provided by the initial reporter: it was reported needle fell out of IV cannula in the middle of insertion and fell onto the bed. Sharp did not retract and sharp was exposed

Manufacturer narrative:
Follow up MDR for device evaluation. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.